Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. The actual date of event is unknown. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24apr2012. The review was performed from the date of manufacture to the present date 01apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.